Event description:
The customer alleged smoke was coming from underneath the head section of the bed. A fire extinguisher was discharged several times in the head area of the bed. No injuries were reported.